Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used in an acute aortic dissection case. The entry was located around the arch and there was a re-entry distal to the arch vessels. The ascending aorta was replaced with its distal end placed at the entry. The re-entry site was not repaired. The patient complained of chest pain and upon examination re-canalization was found at the distal anastomosis site where bioglue had been applied.

Manufacturer narrative:
The bioglue lot number was not reported with the complaint details. Additionally, the date of the event is not known; therefore, shipping records could not be reviewed to identify possible lot numbers of the bioglue involved. A representative from the distributor discussed the case in further detail with the surgeon. It appears that the surgeon did not have a complete understanding of the proper application of bioglue. Prior to the availability of bioglue, grf glue was the primary glue in (B)(6). It requires compression of the aortic wall after application to ensure polymerization. The surgeon most likely was used to using grf glue and assumed bioglue should be handled in the same manner. He claimed he was not aware that an appreciable layer of bioglue should remain in the false lumen in order for adhesion to occur. Therefore, he compressed the aortic wall after applying bioglue. Furthermore, it is possible that lack of priming and incomplete removal of thrombus and other debris from the false lumen may have contributed to the reported event. With the available information, it appears that the reported event was most likely due to improper application of bioglue during repair of an aortic dissection. The bioglue instructions for use (IFU) recommends that a 2 mm thick layer of bioglue be used between the dissected layers. Additionally, the IFU explicitly states that the area of bioglue application should not be compressed. The representative conducted a wet lab with the surgeon to demonstrate proper application technique.